Event description:
A customer contacted beckman coulter (bec) reporting that approximately 5 ml of clear liquid leaked from the coulter lh 750 hematology analyzer and was dripping under the instrument while running samples. The customer was unable to locate the source of the leak. There were no errors reported by the system when leak was noticed by customer. Customer ran controls after seeing leak. All control results matched previous runs. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the event. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection with this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found the instrument was leaking from the white blood cell (wbc) count lines. The fse observed that one tube line had a cut in it, above the wbc bath. The fse re-tubed all wbc count lines which resolved the leak issue. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Bec identifier for this report is (B)(4).